Manufacturer narrative:
Investigation/evaluation: the complaint device was not returned for an evaluation. Without the device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, quality control data, and specifications. A review of the device history record for the complaint device production lot could not be performed as the lot number was not provided. A review of complaint history records for the complaint device production lot could not be performed as the lot number was not provided. The instructions for use (IFU) provided with this product includes the following information to the user related to the reported failure mode: precautions: never use undue force for placement of this device. To reduce the likelihood of trauma, use the rapid release technique once per device. During placement, the likelihood of the device slipping off the wire guide increases if a soft wire guide is used. A stiff wire guide is recommended for best performance. Traditional placement technique: place a 0.038 inch (0.97mm) diameter wire guide the desired length in the ureter to establish a working tract. Confirm the dilator/sheath assembly is properly placed via fluoroscopy. Note: the arrow on the dilator clip indicates the orientation in which the skive is facing. If negotiating tortuous or curved anatomy, rotate the secured dilator and sheath so that the arrow on the clip is facing toward the apex of the curve (away from the curve). Rapid release technique: place a 0.038 inch (0.97mm) diameter wire guide the desired length in the ureter to establish a working tract. A stiff wire guide is recommended for best results. Confirm the dilator/sheath assembly is properly placed via fluoroscopy. Note: the arrow on the dilator clip indicates the orientation in which the skive is facing. If negotiating tortuous or curved anatomy, rotate the secured dilator and sheath so that the arrow on the clip is facing toward the apex of the curve (away from the curve). Cook has concluded that the concern expressed by the customer is a risk inherent to the use of the device. The IFU contains pertinent information to instruct the user to avoid the difficulty described in this complaint. A 0.038 inch diameter stiff wire guide is recommended in the IFU for best results. The ideal orientation of the device is described in the IFU for both traditional placement and rapid release technique. Fluoroscopy should be used to verify proper device placement during the operation. The cause for this complaint is most likely misuse by the physician. Based upon the evidence provided, cook has concluded there is no indication that additional nonconforming product exists in the field or in house. There no indication the device was not manufactured to specifications. Although requested, the date of the event could not be determined as this complaint was generated to capture a previous occurrence. There is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. There no indication the device was not manufactured to specifications. A definitive cause for the wire guide separating from the flexor sheath could not be determined in this instance but is most likely related to user technique and use of a wire guide with a too small a diameter. Wire guide separation from the flexor sheath is a known inherent risk of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 17apr2019. There are no details available about this event that happened to the doctor in the past.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As noted in MFR. Report # 1820334-2019-00775, the physician reported an incident occurred once in the past when using the cook access tubes for flexible ureteroscope (ch12 / 14, length 45 cm). In the previous report the complainant did state that there has been no patient damage to date, but there is a risk of tissue perforation due to the hydrophilic guide separates from the ureteral access sheath flexor-p during its placement in the patient. Additional patient and event details have been requested. At the time of this report, this is all of the information available.